Event description:
Titanium plate implanted on 5/14/96. Pt fell several mos after neck surgery. Five mos after neck surgery, pt experienced severe neck pain. Plate was discovered to be broken during a follow-up visit to the dr.